Event description:
It was reported that the patient's right atrial (ra) lead failed to capture and exhibited far r-wave oversensing. Imaging revealed that the ra lead had dislodged. The ra lead was explanted and successfully replaced. The patient was stable.

Manufacturer narrative:
The reported events of dislodgement, failure to capture, and far r oversensing were not confirmed by analysis. As received, a complete lead was returned in one piece for analysis. Final analysis found no anomalies.